Manufacturer narrative:
Samples received: 11 unopened race-packs. Analysis and results: there are no previous complaints of this batch. 2,844 units of this batch were manufactured and distributed in the market, there are no units in stock in b. Braun surgical warehouse. Knot pull tensile strength test has been conducted to all the closed samples received (11). The results are 1.23 kgf in average and 1.11 kgf in minimum and fulfill the requirements: 0.51 kgf in average and 0.15 kgf in minimum. Analysis results also fulfill usp requirements (usp 40) for average knot-pull tensile strength for non absorbable surgical suture class I suture: min. Of 0.60 kgf. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: " when working with optilene® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfill the specifications of european pharmacopoeia us pharmacopeia / b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. During a cardiac surgery the suture broke during use. There was no harm to the patient. There was a less than five minute surgical delay.